Event description:
The user facility called and said the suspect device read lower than the lab on one pt. The device results were 29, 29 and 27 mg/dl. The lab result was 80 mg/dl. No treatment provided to the pt. Controls were in range. The caller thought this was an isolated event and declined a replacement.